Event description:
It was reported by service report that the cot had worn lock tube assembly and base spacers. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Device was removed from service and not repaired and returned.